Event description:
It was reported the roadrunner nimble hydrophilic wire guide was found broken when the product was opened, during an unspecified procedure. As reported, the patient did not experience any adverse effects. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - initial reporter establishment name: (B)(6). Med s/a e1 - title: (B)(6) e1 - phone number: (B)(6) h3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was received noting that the wire guide came out of its silicone packaging and the procedure was completed successfully using another similar-like device, there is no evidence to suggest that the observed device failure, "the wire guide came out of the holder" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.